Event description:
It was reported that a patient with serious underlying medical conditions underwent a valve replacement procedure on (B)(6) 2011 and suture was used. During the procedure, after the valve had been seated, towards the end of the running stitch suture placement, the needle detached. The valve was removed and the surgeon went to a different tissue plane and placed another valve. This resulted in extended operating room time of thirty minutes. The procedure was completed with same like suture. The problem encountered with the valve installation was reported to be one of many complicating factors during this complex case. The surgical case lasted 23 hours. The patient died on an unknown date post procedure. Additional event, patient and product information has been requested.

Manufacturer narrative:
(B)(4). The surgeon opines that the patient's death was in no way related to the suture de-swaging and that the de-swaging caused minimal delay to the procedure. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch clb511 mfg date: 10/31/2010, exp date: 07/31/2015. Batch ddb959 mfg date: 04/01/2011, exp date: 01/31/2016. Batch cle516 mfg date: 10/01/2010, exp date: 07/31/2015. Batch cme241 mfg date: 11/01/2010, exp date: 07/31/2015. Batch cgr851 mfg date: 06/01/2010, exp date: 01/31/2015. Batch dbp679 mfg date: 02/09/2011, exp date: 01/31/2016. Batch cdb425 mfg date: 04/01/2010, exp date: 01/31/2015. Batch ccp259 mfg date: 03/01/2010, exp date: 01/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers clb511, cle516, cme241, cgr851, dbp679, cdb425 and ccp259 were conducted and the batches met all finished goods release criteria. The unopened representative samples of the returned product were tested for needle pull tensile strength and the results obtained were in conformance with the requirements.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. (B)(4).